Event description:
The patient reported that the device was beeping. Interrogation showed that a charge circuit timeout occurred in 2006, and the device had reached eri (elective replacement indicators). Manual impedance test showed both hvb and svc greater than 200 ohms. The device was subsequently explanted and returned because of inability to charge and no output. No patient complications have been reported as a result of this event. A medwatch 3500a was later received reporting that the device was found to be inactive at a routine check. The patient was known to have runs of ventricular fibrillation that converted spontaneously. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: detailed analysis of the device was not performed due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Since none were provided. Other: the patient reported that the device was beeping. Interrogation showed that a charge circuit timeout occurred in 2006, and the device had reached eri (elective replacement indicators). Manual impedance test showed both hvb and svc greater than 200 ohms. The device was subsequently explanted and returned because of inability to charge and no output. No patient complications have been reported as a result of this event. A medwatch 3500a was later received reporting that the device was found to be inactive at a routine check. The patient was known to have runs of ventricular fibrillation that converted spontaneously. No patient complications were reported. Actual device involved in incident was evaluated. Electrical tests performed mechanical tests performed visual examination, no conclusion can be drawn charge, failure to impedance, high, output, none.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: prj603410s detailed analysis of the device was not performed due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
The patient reported that the device was beeping. Interrogation showed that a charge circuit timeout occurred on 4/7/06, and the device had reached eri (elective replacement indicators). Manual impedance test showed both hvb and svc greater than 200 ohms. The device was subsequently explanted and returned because of no ability to charge and no output. No patient complications have been reported as a result of this event.